Event description:
It was reported that the insulin pump¿s cartridge was leaking, and the nurse at a treatment facility observed a blood glucose of 594 mg/dl; the nurse replaced the cartridge and infusion set, after which blood glucose returned to 91 mg/dl, and replacement supplies were shipped. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included minor illness and a delay to therapy without hospitalization. Investigation included communication with the reporter and analysis of information provided by the treatment facility. Investigation of this case revealed a leak associated with a seal and a reservoir component, consistent with a leak/splash device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.